Event description:
It was reported by the user facility that the saline bag was back filling during recirculation. A patient was not connected to the machin at the time of incident therefore, there was no patient involvement. Technician replaced the air separator cap and 'o' ring.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machin set-up), and not during dialysis mode. The user visually observed the saline gab refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.